Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief on the left knee and back. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The patient was doing well post-operatively. Explanted ipg will not be returned.